Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'disk boot failure, insert and press enter' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. A luo keyboard was connected to reset the basic input output system (bios) but the disk boot failure still remained. A luo coin cell battery was installed but the issue still remained. A luo hard drive was installed and the system booted without issue. The service repair technician (srt) duplicated the reported complaint. Upon boot-up of the ccm, a 'disk boot failure' message displayed. The bios reset was not successful. Upon checking the coin cell battery, it was noticed that the ccm was past due for the six-year parts replacement which require a coin cell battery and hard drive replacement. The srt checked the coin cell battery with the multimeter which read 0.06 volts direct current (vdc) versus a new coin cell battery which normally reads 3.00-3.50 vdc. The srt replaced the coin cell battery and the hard drive. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9. Evaluation is in progress, but not yet concluded.